Event description:
The angiogram and balloon angioplasty with coronary artery stent deployment was done successfully. The stent delivery system was removed but only the distal 45 cm of the system exited the guide catheter. The delivery system was observed fluoroscopically and the tip of the system was in the distal rca graft. Pt was taken to open heart for surgical removal of portion of balloon in right coronary artery.